Manufacturer narrative:
The architect i1000sr, serial number (B)(6) was evaluated. No additional results issues have been reported since the parts were replaced. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The instrument service history review revealed no additional service tickets associated with discrepant results. A review of tracking and trending did not identify a trend with regards to the customer reported event. A review of the manufacturing documentation did not identify any related non-conformances related to the customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified.

Event description:
The customer observed false elevated architect stat troponin-I and provided the following data: customer normal range: 0.001 - 0.034 ng/ml; extreme ("positive") range = 0.120 ng/ml on (B)(6) 2024 sample ID (B)(6) initial result was 0.375 ng/ml. The result was communicated to the patient¿s nurse and per customer procedure the sample was retested, which generated a result of 0.011 ng/ml. Repeat on another architect analyzer generated a result of <0.010 ng/ml. Recollected sample from later in the day was 0.019 ng/ml. Initial sample was noted to be a possible short draw as it was hemolyzed and run in a sample cup. The customer reported that the result was corrected and was not aware of any treatment provided to the patient. The patient was admitted to the hospital due to respiratory related diagnoses, not cardiac per the customer. There was no reported impact to patient management.